Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that post-op, loosening of screw was observed at either l3, l4 or l5. Patient underwent posterior decompression fusion surgery in which implants were replaced. No patient complications were observed as a result of screw loosening.